Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train and wearing on the upper shaft of gear number two. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (5 mg/ml at 2.2261 mg/day), baclofen (unknown) (540 mcg/ml at 240.42 mcg/day), and bupivacaine 15 mg/ml at 6.678 mg/ml via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient started hearing a dual tone alarm go off on (B)(6) 2021. The patient was scheduled to have their pump replaced (elective replacement indicator) on (B)(6) 2021. The patient's personal therapy manager (ptm) indicated 8476 motor stall code. Additional information was received on 2021-apr-30 indicated  a motor stall occurred during normal use on (B)(6) 2021 at 11:01am ((B)(4)) and recovered on (B)(6) 2021 at 4:50pm ((B)(4)). No environmental/external/patient factors were noted. The pump was replaced on 2021-apr-30 and would be returned. The issue was resolved at the time of this report and the patient's status was "alive- no injury". The rep noted the patient was coming in for an end-of-life pump replacement (<(> <<)>3 months) and found out that she had the motor stall a couple days ago. The patient's weight and medical history were asked but unknown.